Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and assisted the caller with performing the reset, which resolved the issue, allowing the caller to successfully start their sensor session.